Event description:
The customer reported to olympus that the sdi port rear panel has a problem. The issue was found during receipt inspection. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunctions: serial digital interface port rear panel has problem, and no image would likely be a failure of the connector on the printed circuit board. Olympus will continue to monitor field performance for this device.